Manufacturer narrative:
(B)(4). Date sent: 8/26/2021. H2: additional information received: additional information was requested and the following information was received: did users notice any damage to device jaws at time of use when device was removed from patient during procedure? "No further information is available." Was any jaw damage noticed when device was visually inspected by jjkk qa at the affiliate office? "No." Please provide any findings from the visual inspection of the device that was performed by jjkk qa. "No damage to the device."

Manufacturer narrative:
(B)(4). Date sent: 7/14/2021. Investigation summary: the device was also received, however, the investigation is still in progress and analysis has not yet been completed. Upon completion of investigation/analysis, a supplemental medwatch will be sent. Additional information received: a photo was received for review. During the visual analysis, the following was observed: the photo shows a ligamax device from top view. Two formed clip can be seen near the device and inside a plastic jar, there appears to be a malformed clip and a conforming clip, however, the condition of the device cannot be assessed. Based on the photo review, the event described is confirmed, however, no conclusion or root cause could be determined.

Manufacturer narrative:
(B)(4). Date sent: 8/11/2021. D4: batch#: u95v34. H6: component code: mechanical (g04). H2: additional information received: what were the indications for the surgical procedure? No further information is available. Was the ileocolic completely skeletonized prior to using the el5ml device? No further information is available. Was clip loaded in jaws and inspected off-vessel, prior to applying the device to the vessel? No further information is available. Is any video of the procedure available? No video is available. Why does user feel clip malformation led to bleeding? Soon after clipping, the bleeding occurred. Confirmed the bleeding area, the clip was malformed. Did device jaw cutting lead to bleeding? No. Did clip cutting lead to bleeding? Or did surgeon intentionally cut tissue/vessel and the clip applied with el5ml did not properly occlude the vessel (thus led to bleeding)? Malformed clip led to bleeding. What is converted to semi-open procedure mean?please explain what this means. Was the procedure initially laparoscopic but a small incision needed to be made to allow for control of bleeding? Or was the procedure now changed to a hand assisted procedure from laparoscopic procedure? The procedure was initially laparoscopic but a small incision needed to be made to allow for control of bleeding. What was the length of the new incision in this semi-open procedure? No further information is available. Was there any change in the post-operative care of the patient? No. The patient is stable. Does this account reuse and resterilize devices? No. Do you have a report available regarding the visual inspection that you performed that you could provide to our team (to include any photos)? No investigation summary: the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Upon visual analysis of the returned sample, it was determined that the el5ml device was received with the jaws in closed position and three formed and one partially formed clips were returned. No functional test could be performed due to the condition of the returned device. In order to evaluate the condition of the internal components of the device, it was disassembled, and one of the jaws was noted to be broken at the bifurcation area. Evidence of corrosion was found throughout the broken area and four clips were found inside track. It is possible that the condition of the jaws caused the malformed clip. The most likely reason for jaw bifurcation breakage is stress corrosion cracking and the most likely root cause is exposure to a solution containing chlorine. The reported complaint was confirmed. In addition, in order to avoid this kind of issue please do not reuse, reprocess or re sterilize the device. Reuse, reprocessing or re sterilization may compromise the structural integrity of the device and/or lead to device failure that in turn may result in patient injury, illness or death. Please reference the instructions for use for more information. As part of our quality process, all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post market surveillance. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified. The device was then sent to cincinnati for additional evaluation. Upon arrival in cincinnati pi lab, it was found that the device was received with one of the jaws broken at the bifurcation area and there was evidence of corrosion at the fracture. A scanning electron microscope (sem) was utilized to capture micrographs of the fracture surface of the jaw component at secondary electron detector (sed) x100 magnification. The fracture surface shows a brittle intergranular fracture, likely caused by the corrosion observed in this area of the jaws. The brittle intergranular failure observed in the sem micrographs was likely caused by exposure to a corrosive environment. While the source of the corrosion could not be confirmed by this analysis, it is possible that this corrosion could have been caused by reprocessing at the account or by decontamination performed at the japan sukagawa site prior to visual inspection. There is no indication from this analysis that the device material or manufacturing processes contributed to the observed fracture. Based on the analysis documented in this memo, the fracture observed on the jaw component is due to exposure to a corrosive environment. As the source of the corrosion cannot be determined, it is recommended to update the analysis code potential cause to "cause not established."

Manufacturer narrative:
(B)(4). Batch #: unknown. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Additional information received: a photo was received for review. Review is in progress and has not yet been completed. Upon completion of photo review, a supplemental medwatch will be sent. Attempts are being made to obtain additional information and to retrieve the device. To date, no additional information has been received and no device has been returned. If the device or further details are received at a later date, a supplemental medwatch will be sent: additional information requested: what vessel was the device being fired on? Was each clip pre-loaded and inspected off the vessel prior to firing? How many clips were applied during the initial procedure (patient side, specimen side)? Was a two-stage firing process used to apply clips to duct? Were any clips noticed to be malformed or unformed after firing during the initial procedure? How many clips were fired during the procedure? Of the clips fired, how many were malformed? Please provide the status of the device(s) as it has not been received for analysis.

Event description:
It was reported that during a laparoscopic colectomy, bleeding occurred after the second firing. The procedure was converted to a semi-open procedure and additional hand suturing was performed to stop bleeding. The device was used for ica. The device functioned as usual. Since the teardrop-shape clip was confirmed, the device was fired carefully, but bleeding occurred vigorously. After bleeding was stopped, when the clip was checked later, it was not shaped in a teardrop, but it was unformed. After the bleeding stopped, the laparoscopic procedure continued and the amount of bleeding was unknown. No transfusion was required. The patient¿s condition is stable. No further information is available.

Manufacturer narrative:
(B)(4). Date sent: 7/20/2021. H2: additional information received: what vessel was the device being fired on? Ileocolic artery. Was each clip pre-loaded and inspected off the vessel prior to firing? The teardrop-shape clip was confirmed prior to firing, then the device was fired carefully. How many clips were applied during the initial procedure (patient side, specimen side)? Two clips. Was a two-stage firing process used to apply clips to duct? No further information is available. Were any clips noticed to be malformed or unformed after firing during the initial procedure? The clip was formed in tear-drop shaped at the second firing. No further information will be provided. How many clips were fired during the procedure? No information about the malformed other than the second firing. Of the clips fired, how many were malformed? What were the indications for the surgical procedure? No further information is available. Was the ileocolic completely skeletonized prior to using the el5ml device? No further information is available. Was clip loaded in jaws and inspected off-vessel, prior to applying the device to the vessel? No further information is available. Is any video of the procedure available? No video is available. Why does user feel clip malformation led to bleeding? Soon after clipping, the bleeding occurred. Confirmed the bleeding area, the clip was malformed. Did device jaw cutting lead to bleeding? No. Did clip cutting lead to bleeding? Or did surgeon intentionally cut tissue/vessel and the clip applied with el5ml did not properly occlude the vessel (thus led to bleeding)? Malformed clip led to bleeding. What does converted to semi-open procedure mean? Please explain what this means. Was the procedure initially laparoscopic but a small incision needed to be made to allow for control of bleeding? Or was the procedure now changed to a hand assisted procedure from laparoscopic procedure? The procedure was initially laparoscopic but a small incision needed to be made to allow for control of bleeding. What was the length of the new incision in this semi-open procedure? No further information is available. Was there any change in the post-operative care of the patient? No. The patient is stable. Does this account reuse and resterilize devices? No.